Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated by hospital clinical engineer with the support from philips fse and the issue was confirmed remotely. The issue was resolved after defective pads adapter cable is replaced and the product is back in service.